Manufacturer narrative:
(B)(4). D10: unk trilogy acetabular cup; unk longevity liner; unk cocr head. G2: foreign ¿ event occurred in japan. G2: literature - kozaki t, yamazaki t, murakami k, sando s, hashimoto k, hoshino a, et al. (2025). Porous tantalum versus titanium-coated acetabular cups in total hip arthroplasty: midterm radiological evidence of supralateral bone defect filling without grafting. Journal of joint surgery and research 3(3):138-144. Doi: https://doi.org/10.1016/j.jjoisr.2025.06.002. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that two patients in the (B)(6), experienced peri-prosthetic femoral fractures on an unknown date. No information was provided on treatment or intervention. Attempts have been made and no further information has been provided.